Event description:
It was reported that the user ran out of insulin, left the ilet pump without insulin for about an hour, and experienced a blood glucose of 305 mg/dl while considering a factory reset; the agent advised postponing the reset until glucose returned to range, and the user agreed to replace the insulin cartridge, with no device alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included a missed insulin dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect procedure; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error that contributed to the event.